Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this right ventricular (rv) lead, vessel perforation occurred; however, not confirmed through x-ray and echo, until after pocket closure. During the revision, a few days post-implant, the rv lead was successfully removed and the perforation site sewn. Another lead was implanted: no further adverse patient effects were reported. The explanted lead was discarded. No allegations the product was a contributor to this clinical outcome.